Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2810 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported he patient underwent PICC catheterization in the catheterization room on (B)(6) 2020, which was mainly used for chemotherapy. The patient has undergone chemotherapy for 4 times. The patient has regular PICC pipeline maintenance, and the use and maintenance of the pipeline are normal. On (B)(6) 2021, when the patient returned to the hospital on time for PICC tube maintenance, the nurse found that the PICC tube was broken. A chest radiograph showed that the broken PICC tube was located in the right ventricle and extended into the pulmonary artery. In order to avoid embolism, on the afternoon of (B)(6), under local anesthesia, the upper and lower vena cava imaging + right heart catheterization + intracardiac guide removal surgery, successfully removed the 42cm-long broken PICC tube.